Manufacturer narrative:
Product ID 3889-28, lot# va0ewzl, implanted: 2014 (B)(6); product type lead product ID neu_pt m_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
The patient reported feeling stimulation in wrong location. The patient stated she was not feeling stimulation in the same area as she used to but was now feeling stimulation down her right leg all the way down into her foot and it depends on which way she moves. The patient also stated she should be feeling stimulation in her "bum" area. The patient could not feel when needed to go to the bathroom and almost has had accidents. The patient reported positional movements with stimulation. The patient would like to meet with representative for possible adjustments. The indications for use for this patient were fecal incontinence gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.